Event description:
The customer reported that during the shift system check of the device, the device would charge properly, but the prompt to shock did not appear on the device display. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.